Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head was completely loose on the lens, causing the image to move continuously. This issue occurred during reprocessing. There were no reports of patient involvement.